Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI), d6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient sustained injuries on (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿in the left inguinal area, a large direct inguinal hernia sac adherent to the cord was noted. The sac was carefully dissected free and medium sized perfix plug (device 1) was placed over the defect and there is no indirect hernia secured with sutures and tacked in place. Fascia was closed and inguinal canal was reapproximated using sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent left inguinal hernia and right inguinal hernia with right inguinal pain thereby underwent open repair with explant of prior old left mesh (device 1) and implant of two 3dmax meshes (device 2 and 3). Per operative notes, ¿the large, non-incarcerated indirect inguinal hernia on the right side was noted. The hernia sac with small cord lipoma was reduced inferiorly. The medium 3dmax mesh (device 2- right) was placed in good position. On the left side, there was a recurrent inguinal hernia with balled piece of mesh (device 1) below the peritoneal lining adherent to medial aspect of the fatty tissue was noted. The recurrent indirect hernia and cord structures were reduced. The prior plug (device 1) was taken down from that area and another medium 3dmax mesh (device 3-left) was placed into the defect against the anterior abdominal wall. The fascia was closed and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient sustained injuries on (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.